Event description:
The customer stated that he tested his blood glucose using his contour meter and another contour meter. His contour meter read 455 mg/dl, while the other contour read 144 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval and the customer was sent a new meter and test strips.